Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. .

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was observed to have a broken conductor wire (black). No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not inspected prior to processing; therefore, the issue was identified after reprocessing. There was damage to the conductor wire with no signs of thermal or insulation damage observed. The cable was intact, and no arcing was observed. The instrument did not collide with any other instruments or tools, and the procedure was completed with the same instrument. The instrument was inspected after the procedure with no damage observed. There were no fallen fragments inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damage of the conductor wire insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wire was not frayed or broken and passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.